Event description:
It was reported that right hip revision surgery was performed due to pain and elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and stem were removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, modular sleeve, cup and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Although it was reported that the metal ion levels were elevated, no levels were provided, and it was reported a preoperative workup for infection was negative. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the elevated levels, loosening, and pain cannot be confirmed and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Also, without the implantation and pre-revision x-rays to determine the initial implant anatomical placement and any micro-motion over time, this cannot be ruled out as a contributory factor to the reported issue. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.